Manufacturer narrative:
Event date, describe event or problem, if implanted give date, patient codes updated. (B)(4).

Event description:
It was further reported that the patient experienced a myocardial infarction on the same day that the stents were implanted. The cause of the myocardial infarction was stent thrombosis. The cause of the heart failure was shock from the myocardial infarction.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as: 2134265-2017-07973: it was reported that stent thrombosis occurred. The patient presented with chest pain and a blood pressure of 81/59mmhg. ECG was performed and st elevation was confirmed. Emergency coronary artery graft surgery was performed. Catecholamine was administered and an intra-aortic balloon pump was placed via the right femoral artery. Vascular access was also obtained via the left femoral artery and it was noted that the mid left anterior descending (lad) artery was 100% occluded, the distal left circumflex (lcx) artery was 99-100% occluded and the mid right coronary artery (rca) was 100% occluded. A 7fr mach1 jl4.0 was advanced and a wire was easily passed to the lad lesion. Aspiration and balloon dilation were performed and antegrade blood flow appeared. A relatively good collateral route from the lad to rca was confirmed. A 3.00x18mm non-bsc stent was placed in the lad and vitals slightly improved. Then, percutaneous coronary intervention was performed in the "slightly hard" lcx. A 2.25x16mm synergy stent was implanted in the lcx. Around this time, the patient's vitals became unstable. Imaging was performed and thrombosis was noted inside the lad stent and balloon dilation was repeatedly performed. Thrombus was then noted in the 2.25x16mm synergy stent in the lcx. Activated clotting time was 400 seconds however due to vomiting during examination, prasugrel and argatroban were also administered. A 3.0x22mm non-bsc stent was placed inside the lad stent, fully covering it. A 2.25x12mm synergy stent was then placed in the distal lcx. Timi3 flow was obtained and the procedure was completed. However, thrombus immediately reoccurred and the patient's vitals could not be maintained. A percutaneous cardiopulmonary support system was introduced via the left femoral artery while vascular access was obtained via the bilateral brachial arteries and guide catheters were advanced. 3.00x15mm and 2.5x15mm balloon catheters were each dilated inside the lad and lcx stents for "a long time." Timi3 flow was observed in the lad and lcx with 0% residual stenosis and the procedure was completed. Intravascular ultrasound (ivus) confirmed there was no dissection or apposition failure of the lad stent. The following day treatment was performed to treat the rca and a 3.5x33mm non-bsc stent was placed in the proximal to mid rca and complete blood circulation reconstruction was completed. During hospitalization, the blood test suggested considerable concentrated blood. There is a possibility that the loading of the antiplatelet drug due to bleeding immediately after the examination did not make it in time. The patient survived heart failure and sepsis and was discharged on the 66th day of hospitalization. The physician did not consider the stent thrombosis related to the devices.